Event description:
I flow rec'd a report stating, flow rate too fast, the pump infused in 1hr instead of 2h30. It was reported that pt experienced redness and swelling (at catheter site) and bellyache. Fill volume, medication and flow rate unk. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Sample eval: rec'd one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 400ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification. The directions for use contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than normal results in faster flow rate."